Event description:
The report from the clinical study (B)(4) pms enterprise for patient with ID#(B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01428091) of the posterior communicating artery, and while coiling, it looked like that some coils (not the orbit coil) would protrude into the parent vessel, so the physician addressed it by placing a the vrd (enc452212/01427407) along the target aneurysm. Then, while trying to place a coil (deltaplush 10 2.5x6, details unknown) using an excelsior sl10 (stryker) and a radifocus gt (terumo) into the target aneurysm, found that the excelsior sl10 perforated the aneurysm. As a bailout, 8 additional coils (deltaplush) were placed and a balloon (hyperform/covidien (B)(4)) was inflated to constrict the blood flow. Also the patient was treated with the administration of protamine sulfate 3mg (heparin antagonist). Afterwards, the procedure was completed with no further issues. The event outcome as of three weeks after the event was recovered without sequelae. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable because it seemed that the vrd strut restricted him from handling and controlling the movement of the excelsior sl. During the case, constant fluoroscopy was performed at all times, and a jailed technique was not used for the procedure. No further information is available.

Manufacturer narrative:
The unruptured fusiform aneurysm neck was 3.6mm, and the neck to sac ratio was 3.6mm:4.7mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.7mm. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011 ~ ongoing, heparin 7000u was administered intra-procedurally. The occlusion rate of aneurysm was 90% after the procedure. Prior to implanting the vrd, and envoy catheter (670-260-00b/lot unknown), prowler select plus (606-s255x/lot unknown), and chikai guidewire (asahi intecc) were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker(total 2), 606-151jx(lot unknown), chikai/asahi intec, radifocus gt /terumo(total 3),presidio 10(total 3), orbit galaxy fill 5x15(details unknown), deltaplush 10(total 9). Initially, vrd(enc452212/01427407) was chosen but it turned out to be undersized and replaced for the enc452812(01428091). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of an unruptured fusiform posterior communicating (pcom) artery aneurysm after placing a enterprise vrd (enc452812/lot 01428091) while trying to place a coil (deltaplush 10 2.5x6, details unknown) using an excelsior sl10 (stryker) and a radifocus gt (terumo) into the target aneurysm, the excelsior sl10 perforated the aneurysm. It was reported that the relationship to the vrd was highly probable because it seemed that the vrd strut restricted the handling and controlling the movement of the excelsior sl10. As a bailout, 8 additional coils (deltaplush) were placed and a balloon (hyperform/covidien (B)(4)) was inflated to constrict the blood flow. Also the patient was treated with the administration of protamine sulfate 3mg (heparin antagonist). Afterwards, the procedure was completed with no further issues. The event outcome twelve (12) days post procedure was indicated as "recovered without sequelae." The unruptured fusiform aneurysm neck was 3.6mm, and the neck to sac ratio was 3.6mm:4.7mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.7mm. Prior to the event while coiling, it looked like that some coils would protrude into the parent vessel so the initial intent was to use a 22mm stent (enc452212/01427407), but because this was undersized as related to the aneurysm neck, it was not implanted; it was replaced with the 28mm enterprise which was implanted. The rate of aneurysm occlusion post procedure was 90%. The modified rankin score (mrs) was 0 pre-procedure, one day post procedure and eleven days post procedure. Antiplatelet therapy included ongoing aspirin 100mg/day beginning one day pre-procedure. Heparin 7000 units was administered intra-procedurally. The act was 111 seconds pre anticoagulation and 267 seconds post anticoagulation. The instructions for use outlines the concomitant medical therapy that was recommended for the (B)(4) clinical study. In addition to daily aspirin beginning 72 hours pre-procedure, the recommended therapy in elective studies included clopidogrel 75mg/day beginning 72 hours pre-procedure. Post procedure recommendations included daily aspirin for one year as well as clopidogrel 75mg/day for at least 30 days. Usage other than the approved labeling may involve risks not described in the labeling. No further information is available and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01428091. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 151 units, which were shipped from lake region medical on november 5, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm rupture/perforation is a known potential adverse event associated with this type of procedure as outlined in the instructions for use. These procedures involve treatment of aneurysms which have known vessel wall weakness. Based on the report that there was restricted handling and control of the concomitant microcatheter which perforated the aneurysm, in addition to the reported possible device interaction, aneurysm/vessel characteristics and microcatheter selection may have contributed. There is no indication of any device performance or manufacturing issues impacting the perforation of the aneurysm by the concomitant microcatheter. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
R packaging l/n: 01428091. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428091. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that information was received indicating that this report is a duplicate of medwatch reports with mfg numbers of 1058196-2011-00542 and 1058196-2011-00543. Therefore, this file was voided.